Manufacturer narrative:
B5: more than 1 cap was off in the packaging. Update "the patient line green cap of an amia automated pd cycler set was off" to "the patient line green cap and additional caps of an amia automated pd cycler set were off". H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line green cap of an amia automated pd cycler set was off and in the bag. This occurred before use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.